Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed multiple supply changes without observing drops and later noted wetness around the cartridge connector; a representative guided a subsequent supply change, and the issue involved a connector with an identified lot, consistent with a fluid leak at the connector component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided. Investigation of this case revealed evidence of a fluid leak associated with the connector/coupler, with findings consistent with a leakage at a seal. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.